Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an issue with the nurse changing the time on the pump could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer is having concerns regarding nurse¿s ability to change the actual time on the pumps which has contributed to 2-3 known risk events in the past year or so. The customer stated that ": the rn is trying to delay the infusion, changes the pcu time instead, creates a time sync issue, leads to incorrect information flowing to cs-link confusion/risk. It seems our options are to remote the ¿delay options¿ soft key and replace with pause button, but this will remove the ability for rns to delay infusions, particularly important in the ICU, or keep the delay options button and retrain."